Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 6 atmospheres. However, on the second inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was simply and completely removed from the patient. The procedure was not completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination of the balloon revealed a pinhole at the markerband. There is no indication that the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 6 atmospheres. However, on the second inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was simply and completely removed from the patient. The procedure was not completed. No patient complications were reported and the patient's status was good.